Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer obtained signal errors on patient samples and quality controls. The cuvette lot was replaced and patient samples and quality controls were repeated. Different results were obtained on repeat testing for one patient sample, which was run before the signal errors were obtained. A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse found a broken acid pump and replaced it. No signal errors were detected after the acid pump was replaced. The cause of falsely elevated cortisol and ee2 results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cortisol and enhanced estradiol (ee2) results were obtained on one female patient sample on an advia centaur xpt instrument. The discordant results were reported to the physician(s), who questioned them. The sample was repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cortisol and ee2 results.